Manufacturer narrative:
The supplied adapter and union screw were found to be of a prior design version, mechanically incompatible with current components. Thirteen add'l units existed of this design version, and all were removed from potential distribution. No further info is anticipated in this event.

Event description:
Tornier devices were supplied to a shoulder surgery intending to perform/implant a reverse fracture shoulder device. During component assembly, it was seen that the supplied union screw component of the adapter component was incorrect in dimensions to mate with the stem. The surgery was discontinued at an incomplete stage to determine the nature of the problem. A revision surgery was required and performed to complete the implant assembly for this pt. The event reported occurred in (B)(6) with a tornier device which is also (B)(6) distributed. Reference de (B)(4).